Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, d6b, e1, h6.

Event description:
Healthcare professional reported left side "rupture" and textured to smooth exchange. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture" and textured to smooth exchange.

Event description:
Healthcare professional reported "rupture" and textured to smooth exchange. This record is for the left side. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, h6.

Event description:
Healthcare professional reported "rupture" and textured to smooth exchange. This record is for the left side. The device has been explanted, replaced, and discarded.